Manufacturer narrative:
One cadd legacy 1 pump was received in good physical condition. The event log was reviewed and there was no evidence of the reported issue. Accuracy test was conducted and the reported "fails accuracy" issue could not be duplicated. Test results of +0.38%, +0.45%, and +0.05% were all within the internal specification of +/- 3.0%. There was no fault found with the pump. The issue was traced to the user.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by -10.4% during testing. There was no patient involvement.